Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 20 mg/ml infumorph at 4.448 mg/day via an implantable pump for non-malignant pain. It was reported that the pump was inverted. Upon examination on (B)(6) 2016, the hcp found the pump was inverted, but was easy to hold up and refill. It was recommended at the time to leave the device where it was due to a high risk of infection. It was noted that the pump was manually held up for refill. The event was related to the device or therapy and unlikely related to the implant procedure. The outcome was unresolved with no further action planned. No symptoms were reported.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated that the pump was lateral on the right side and was flipped in the pocket during an examination on (B)(6) 2016. It was noted the patient was morbidly obese, had a lot of extra skin and the bottom corner of the pump was a bit superficial. There was a little bit of erythema. The pump was manually flipped back for a refill on (B)(6) 2016. The pump pocket was revised and the catheter spliced on (B)(6) 2016. The outcome was noted as resolved without sequelae on (B)(6) 2016. The etiology of the event was noted as related to the device or therapy and not related the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.